Manufacturer narrative:
A review of the manufacturing documentation associated this lot was performed and no issues were noted that were considered potentially related to the reported complaint. Inspections are in place that prevents these kinds of damages leaving from the facility. Preventive maintenance records for coil loading machine were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The operator qualification records for loading coil were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Additional information will be submitted within 30 days of receipt. This is 1 of 4 mdrs associated with the complaint, with associated manufacturer report numbers of 1226348-2014-30034, 1226348-2014-30035, 1226348-2014-30036 and 1226348-2014-30037.

Event description:
During coil embolization of an anterior communicating artery aneurysm that was moderately calcified and heavily tortuous, a coil orbit galaxy (640cf0410/15993966) unraveled during advancement in the microcatheter, separated, dislodged in the patient, and the patient later expired, possibly due to intracranial hemorrhage. Other orbit galaxy coils (640cx0408/15989498, 640cx0304/16015761, 640cx2535/15988572) were also implanted during the procedure. At the time of the procedure, the physician navigated an unspecified excelsior sl10 (stryker, type unknown) to the target aneurysm, which was delivered through an unspecified guiding catheter (fubuki/asahi intecc, type unknown) in order to perform the coil embolization. The physician felt the coil unravel in the microcatheter, and removed the microcatheter and coil as a unit; however, the coil had come out of the microcatheter during withdrawal. The physician was not aware that the coil was in the guide catheter, and when the physician inserted a new microcatheter through the guide catheter, the coil was accidentally placed around the bifurcation of m2 segment of left middle cerebral artery. Then the physician attempted to retrieve the separated coil by using both a gooseneck snare and a thrombus ablation device (merci retriever system), but it could not be removed from the patient. The physician stopped the procedure and the separated coil remained in the patient¿s intracranial artery. Just after the procedure, the patient had blood pressure decreased to about 80mmhg. The patient expired the following day. According to the physician, the relationship of the event to the procedure was unknown and to the coil was also unknown.

Manufacturer narrative:
The physician considered that lost blood pressure might have been caused by retroperitoneal hemorrhage due to the manipulation of an unspecified sheath introducer. It was also noted that intracranial hemorrhage might have occurred at the time of the withdrawal of the coil, but this could not be confirmed. The devices utilized during the procedure included unspecified sheath introducer/terumo, chikai/asahi intecc, radifocus gt guidewire/terumo, fubuki(6fr, type unknown)/asahi intecc, excelsior sl10(type unknown)/stryker, headway(type unknown)/terumo, unspecified y-connector/terumo, target soft(4.5mm x 12cm)/stryker, orbit galaxy(640cf0410/15993966, 640cx0408/15989498, 640cx0304/16015761, 640cx2535/15988572), ed coil(size unknown but diameter 2mm or less, total (B)(4))/kaneka. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information is available and procedural images are not available. Additional information will be submitted within 30 days of receipt. This is 1 of 4 mdrs associated with the complaint, with associated manufacturer report numbers of 1226348-2014-30034, 1226348-2014-30035, 1226348-2014-30036 and 1226348-2014-30037.

Manufacturer narrative:
Photos of the device that had become dislocated were reviewed on 7/11/2014 and it was determined that the coil was stretched and had been detached from the delivery tube. There was no coil separation. During coil embolization of an anterior communicating artery aneurysm that was moderately calcified and heavily tortuous, a coil orbit galaxy (640cf0410/15993966) unraveled during advancement in the microcatheter, detached and became dislodged in the patient, and the patient later expired, possibly due to intracranial hemorrhage. Other orbit galaxy coils (640cx0408/15989498, 640cx0304/16015761, 640cx2535/15988572) were also implanted during the procedure. At the time of the procedure, the physician navigated an unspecified excelsior sl10 (stryker, type unknown) to the target aneurysm, which was delivered through an unspecified guiding catheter (fubuki/asahi intecc, type unknown) in order to perform the coil embolization. The physician felt that the coil unraveled in the microcatheter, and removed the microcatheter and coil as a unit; however, the coil had detached and come out of the microcatheter during withdrawal. The physician was not aware that the coil was in the guide catheter, and when the physician inserted a new microcatheter through the guide catheter, the coil was accidentally placed around the bifurcation of m2 segment of left middle cerebral artery. Then the physician attempted to retrieve the detached coil by using both a gooseneck snare and a thrombus ablation device (merci retriever system), but it could not be removed from the patient. The physician stopped the procedure, and the separated coil remained in the patient¿s intracranial artery. Just after the procedure, the patient had blood pressure decreased to about 80mmhg. The patient expired the following day. According to the physician, the relationship of the event to the procedure was unknown and to the coil was also unknown. The physician considered that lost blood pressure might have been caused by retroperitoneal hemorrhage due to the manipulation of an non-codman sheath introducer. It was also noted that intracranial hemorrhage might have occurred at the time of the withdrawal of the coil, but this could not be confirmed. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. No additional information could be provided, and procedural images were not available. A review of the manufacturing documentation associated with this lot was performed and no issues were noted that were considered potentially related to the reported complaint. The DHR review confirmed that all rejected units were properly segregated and discarded. Preventive maintenance records for coil loading machine were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The operator qualification records for loading coil were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Coils stretching and detachment were confirmed since the photos showed an embolic coil stretched and detached from the device. The cause of the damages found on the received photos of the coil could not be conclusive determinate; however, procedural/handling factors may have contributed to the event. The instructions for use (IFU) instructs ¿do not withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance can cause damage and/or premature detachment of the coil.¿ the device dislocation in the vasculature was related to procedural factors (coil inadvertently left in the guide catheter and pushed back into the patient during insertion of a new microcatheter). Vessel hemorrhage is a known procedural complication associated with coil embolization procedures and is listed in the instructions for use (IFU) as such. Based on the information provided, it is not possible to confirm when the hemorrhage may have occurred or what devices were associated with the hemorrhage. There was no evidence of a manufacturing issue related to this complaint and inspections are in place that prevents this kind of failure leaving from the facility. Therefore, no corrective action will be taken at this time. This is 1 of 4 mdrs associated with the complaint, with associated manufacturer report numbers of 1226348-2014-30034, 1226348-2014-30035, 1226348-2014-30036 and 1226348-2014-30037.